Manufacturer narrative:
The reliability analysis inspected 1 sealed reservoir performed manual prime test using a new lab infusion set along with 7xxpump. The reservoir passed per inspection no occluded anomaly was observed during test. The reservoir connected and or locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their reservoirs and high blood glucose levels. The customer states their levels were over 400mg/dl. The customer's blood glucose level at the time of incident was 422mg/dl. The customer states they treated with manual injections. The customer states they were not receiving any delivery alarms, but had issues with the high blood glucose levels. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.